Manufacturer narrative:
H4 - manu date claim# (B)(4).

Manufacturer narrative:
B2 - required intervention to prevent permanent impairment/damageclaim# (B)(4).

Manufacturer narrative:
Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. Reportedly, "iop controlled by medication". Medication was prescribed. Lens remains implanted. D1.- brand name: "evo/evo+ visian implantable collamer lens" should be added. D4. Serial#: "(B)(6)" should be removed. "(B)(6)" should be added. D4.- expiration date: "03/31/2027" should be removed. "06/30/2027" should be added. D4. Primary unique device identifier (UDI)#: "(B)(4)" should be removed. "(B)(4)" should be added. H6.-health effect- clinical code (e): "4581- significant reduction of iridocorneal angles" should be added. H6.- medical device problem code (a): "3189" should be removed. "2993" should be added. H6- investigation type code: "4110- lens work order search-no similar complaint event(s) within associated lots were found" should be added. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vault. Lens remains implanted. Reporter stated iop controlled by medication. Cause of the event is unkown.